Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high increasing/high thresholds and increasing/high impedance. The rv lead was capped and replaced.